Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose started going high and was 450 mg/dl at the time of the incident. Customer stated that she did a complete set change and gave herself a bolus for breakfast. Customer's blood glucose was at 492 mg/dl. Customer noticed that the bolus was not delivering and she did not get any alarms. Customer's blood glucose started going high. Customer treated with a 5 unit bolus. Customer reported that she has contacted her health care professional regarding her high blood glucose. Customer stated that she dropped her pump but caught it when it was hanging off her site. Troubleshooting was performed but customer did not have a tubing clamp. Customer was advised to do a complete set change and will be shipped a tubing clamp for the high pressure test. Customer's blood glucose was 238 mg/dl at the end of the call. Customer was advised to monitor her blood glucose.